Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that piv did not safety once inserted. It¿s very likely this came from user error by squeezing the hub/safety mechanism tightly while attempting to thread the catheter off. Verbatim: complaint via phone. Pir attached. Piv did not safety once inserted. Hcp did encounter a needle stick post insertion into the patient. It¿s very likely this came from user error by squeezing the hub/safety mechanism tightly while attempting to thread the catheter off.